Manufacturer narrative:
Section h10 additional mfg narrative of the supplemental medwatch report indicated: the customer's device was scrapped. The cause of the reported issue was isolated to the protective pcb assembly, however further root cause could not be determined. Section h10 additional mfg narrative of the supplemental medwatch report should indicate: the customer's device was sent to the product assessment center (pac) for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
The customer's device was scrapped. The cause of the reported issue was isolated to the protective pcb assembly, however further root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the shorted protection diode cr20 on the power pcb assembly.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(4). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the power pcb assembly. It was confirmed that the device can not be repaired. The customer will receive a new device.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no patient involved in the reported event.